Manufacturer narrative:
The device history record (DHR) review was completed and there was no nonconformance found related to this event. The patient expired after an implant duration of zero days. Despite our repeated attempts to receive further information regarding the device and event, no further information has been received from the health-care provider.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 812:02, interrupting delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module master software version is 5.09.90 which is categorized as remediated. No additional information is available.

Event description:
It was reported that the patient has expired. The date of patient's death and implant duration are unknown. No further details were provided.

Manufacturer narrative:
Device not returned. The information was learned through implant patient registry. The patient also had another device implanted, (B)(4). Two requests were made to the health-care provider (via fax) for the device, operative report, and additional information (on 09/23/2010 and 10/02/2010); however, no additional information was received. The device history record (DHR) review is currently in process.